Event description:
It was reported that the 9800 system would intermittently stop exposing with an error message of "filament reg. Failure". It was noted that an exposure can be taken by selecting a switch on the c-arm panel. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Error logs reviewed and identified the need to recalibrate the tube filament. Recalibration completed. The system was tested and found to be working as intended and placed back into service.